Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised to address mom reaction with formation of large pseudo-cyst resulting to pain and swelling. Operative note reported leg length discrepancy, pseudo-cyst was noted, fluid was slightly orange tinged but clear. A lot of fibrinous and tan colored debris collected. Minimal corrosion of the trunion. One of the cable was loose and was removed. There was large osteophyte posterior aspect of the acetabulum. Added revision date, srom stem due to mild corrosion. A depuy cable was reported since it was loose, revision surgeon name, medical history and age of the patient. Corrected patient identifier doi: (B)(6) 2007; dor: (B)(6) 2016 (left hip).

Event description:
This is to captured pe code of the sleeve that there was minimal corrosion of the trunion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (device code).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.